Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. Additional information added to field d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it is likely that the ceramic tip likely broke due to the tip being repaired by an unauthorized third party using improper adhesives. As a result, the biocompatible and mechanical characteristics cannot be guaranteed. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the resection sheath exhibited the ceramic tip broken off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.